Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving morphine via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s pump stalled around 2 am this morning and no recovery had been seen. The patient was having withdrawal symptoms. It was confirmed that there had been no MRI, magnet, or emi (electromagnetic interference) exposure. No further complications have been reported as a result of this event.